Event description:
An intera 3000 hepatic artery infusion pump was reported to be explanted and replaced with a new pump due to a pump pocket infection. Original implant date was determined to be (B)(6) 2022. Revision was performed on (B)(6) 2023. No additional patient consequences were reported.

Manufacturer narrative:
Infection is listed as a known adverse event as listed on the intera 3000 IFU. Given the time between the implant date (B)(6) 2022 and the reported explant date (B)(6) 2023, it is likely that the infection was hospital acquired, rather than an unsterile device at the time of implant. To confirm the sterile status of the device, the sterilization record was reviewed. There were no deviations or nonconformances in the sterilization process. Total bioburden on each tested element (inner tray, outer pump surface, and inner pump reservoir) were less than 2.8 cfu/sip. The sterilization process is validated to sal of 10-6. No device deficiency was alleged by the customer.

Manufacturer narrative:
Added patient weight, gender, race, and reported organism ID.

Event description:
An intera 3000 hepatic artery infusion pump was reported to be explanted and replaced with a new pump due to a pump pocket infection. Original implant date was determined to be (B)(6) 2022. Revision was performed on (B)(6) 2023. No additional patient consequences were reported. Organism was reported to be staph aureus.